Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article was received entitled "short-term outcome of 1,465 computer-navigated primary total knee replacements 2005¿2008". Literature article "short-term outcome of 1,465 computer-navigated primary total knee replacements 2005¿2008" (2011) by oystein gothesen, birgitte espehaug, leif havelin, gunnar petursson, and ove furnes published by acta orthopaedica doi 10.3109/17453674.2011.575743 was reviewed. The article purpose: to evaluate the short-term results of computer-navigated knee replacements. The article reports: 11,576 non-patella resurfaced primary total knee replace ments implanted during the years 2005¿2008 were split into 2 groups: cas (computer assisted surgery) and con (conventionally operated). A total of 5 different implants were used with depuy's lcs complete being the most commonly used. Overall the cas group had a higher risk of revision than the con group. The quantities of complications are given, but the authors to not delineate which products were associated with these complications. Cement was used in roughly 95% of patients, but the manufacturer was not disclosed. Patella resurfacing was not conducted in any patient. The authors do not specify which configuration they chose to use with regards to the lcs complete prosthesis therefore I have all of them listed just to assume worst case scenario. Additionally, since the authors do not specify which of these complications involve depuy products, a quantity for these complications will not be recorded. Depuy products involved: lcs complete. Complications: intra-operative tibial fracture (19), tendon injury (25), aseptic loosening (38), patella dislocation (4), joint dislocation (4), joint instability (24), misposition (12), infection (49), fracture (7) (location unknown), pain (76), surgical intervention (273).